Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3889-28, lot# v357570, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect; her stimulation did not seem to be working and this had been going on for about a year. The patient had started to retain; she felt like she had to use the restroom but was unable to go. She noticed this about three months back. It was noted the patient never understood or trusted her device and she felt like she never quite had the programming right. The patient ¿tested it¿ not too long ago and everything seemed to be working well.